Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿

Event description:
It was reported that there was multiple inaccuracies with multiple sensors between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 50 mg/dl, and the meter bg reading was 100 mg/dl. Reportedly, the customer performed calibrations when there was no bg value present on the cgm home screen. No additional patient or event information was available. Tandem technical support instructed the customer to perform multiple calibrations to resolved the reported issue.